Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having an infection at the ipg and lead sites. Symptoms were swelling, pus, and fever. The physician believed that the infection was related to the procedure and not to the device. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics.

Event description:
A report was received that the patient was having an infection at the ipg and lead sites. Symptoms were swelling, pus, and fever. The physician believed that the infection was related to the procedure and not to the device. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was having an infection at the ipg and lead sites. Symptoms were swelling, pus, and fever. The physician believed that the infection was related to the procedure and not to the device. The patient underwent an explant procedure.